Event description:
It was reported to philips that the device was experiencing repeated charge shock / pads cable failures during operational testing. It was noted by the customer that the pads cable and test load were replaced in an attempt to resolve the issue but the failure remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.